Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device was having issues since device was implanted. The patient was in atrial fibrillation (af) with no history of having this episode. The patient also experienced occasional pain in the armpit and orthopnea. Moreover, the patient was checked weeks after implant and normal observations was observed. There was no further information provided. To date, the device remains in service. No adverse patient effects reported.